Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a device interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a da error message. Device data was submitted to technical services (ts) to verify the error was benign. A review of device data confirmed a self-correcting error had occurred on (B)(6) 2016; there were no other errors or device resets. Ts noted there were a lot of remote monitoring interrogations, and discussed the da error was only revealed upon interrogation with a programmer. The field representative reported the patient thought she should perform remote interrogations every day, and sometimes did many on the same day, but now understands she should only perform the interrogation when prompted once a week. The device remains in service. No adverse patient effects were reported.